Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. Customer's blood glucose level was 98 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.